Event description:
It was reported that during a da vinci-assisted surgical procedure, an issue with the blade on the vessel sealer extend instrument was noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the washer of the grip ring adapter assembly was found to be dislodged when the housing was removed for inspection. As a result, the grips would not open and close properly when the grip lever was actuated. Furthermore the instrument could not pass initialization, indicating the blade and knife assembly could not travel up and down the garage track properly. Review of error logs confirmed a homing failure (error 22026) during initialization indicating the instrument would not work. The instrument was transferred for advanced analysis. Further investigation confirmed the finding that the grips would not open and close properly. Additionally, the grip tube retaining ring was found to be dislodged. This allowed the grip tube to slide independent of the grip drive adapter, which let the jaws open but not fully close. The washer was found at the proximal end of the assembly against the knife cable guide and the lock ring was recovered attached to the magnet inside the housing. No damage was found on the retaining ring. The instrument had usage time, indicating the retaining ring likely came unseated during use. The instrument would fail homing after the retaining ring dislodged as the grips would not fully close during the homing sequence, dislodging the blade.